Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device - 7 years and 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the device had low flow, low speed operation, low flow hazard, low battery hazard alarms and pump stoppage. This was thought to be related to low batteries and power source double disconnection. The manufacturers technical services reported that the log file showed low speed and pump stoppage events as the batteries depleted. The patient remained on the same batteries for approximately 14 hours. This type of issue can be caused by not changing the batteries in a timely manner. The patient was asymptomatic.

Manufacturer narrative:
Evaluation of the submitted system controller log file confirmed the reported alarms. A pump stoppage immediately followed the low battery hazard alarms, resulting in a complete loss of power to the system controller. No power cable disconnect alarms or pump disconnect alarms were captured prior to the pump stop. Duration of time for how long the pump remained disconnected from power could not be conclusively determined. The system controller was reconnected to the batteries with alarms for low flow and low speed hazard, and the device resumed operation at the fixed speed. The system remained on batteries for approximately 14 hours following the pump stop with additional low battery advisories captured due to low battery power. The remaining data captured power cable disconnect alarms due to routine exchanges between power sources. The captured pump stop appeared consistent with a loss of support to the controller due to battery depletion. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.